Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had no power. A field service engineer (fse) connected with a customer and confirmed that power had been restored to the station, and it was functioning. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was without power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.